Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/19/2020. A manufacturing record evaluation was performed for the finished device al9592 number, and no non-conformances were identified. Additional h3 investigation summary: a detached needle and a dispensed suture piece of product code 8434 were received for evaluation. During the visual inspection of the sample, the swage and attachment area were noted to be as expected and marks could be observed on the body needle that appear to be by use of a surgical instrument. No suture remnant was observed into the barrel hole. During the visual inspection of the suture piece, the swage area could not be observed since the ends were cut appears to be by use of a surgical instrument. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the performance pull off suture needle suggest an improper handling.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: *please clarify ¿device easily peeling issue¿? Surgical suture disattached / detached /disengaged from the needle during procedure.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and the suture was used. It was reported that the surgical suture was disattached / detached /disengaged from the needle during the procedure, at the moment of the knot. There are no fragments were generated. Another like suture was used to complete the procedure successfully. There were no patient consequences reported.